Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of losses of ac power occurring while connected to the mobile power unit (mpu) was confirmed via analysis of the log files. The controller event log files contained approximately 13.5 days of data combined (19may2023 ¿ 01jun2023 per the timestamp). Low voltage hazard and power cable disconnect alarms were observed from 23may2023 at 1:28:08 to 27may2023 at 17:48:11 due to losses of ac power occurring while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored each time. The system controller backup battery supplied power to the system and pump operation was not affected during the losses of external power observed from 23may2023 to 27may2023. Provided information indicated that the patient has a history of walking away from the wall outlet which resulted in the ac power cord becoming disconnected from the wall outlet multiple times. It was also reported that the mpu (serial number: (B)(6)) was not exchanged and that the unit was functioning as intended. The patient was re-educated on the proper use of the power sources. The device history records were reviewed, and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 22may2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, power cable disconnect and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review found low voltage hazard and power cable disconnect alarms on (B)(6) 2023 at 1:28am and 27may2023 at 5:48pm due to losses of ac power while connected to the mobile power unit (mpu). The patient pulled the ac power cord out of the wall while walking around. The patient had a history of walking too far and pulling the mpu plug from the wall socket. The patient received re-education on safety from vad coordinators.